Event description:
Information received by medtronic indicated that the customer received the safety notice for the battery cap recall and there was damage to the insulin pump battery cap. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump case was intact; however, the customer will continue to use the pump and will not be returned for analysis.